Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to finish troubleshooting at the time of the event. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.